Event description:
It was reported that during a pneumonectomy procedure, the device misfired. Another like device was used to complete the procedure. There were no adverse consequences for the patient.

Manufacturer narrative:
(B)(4). Info anticipated, but unavailable at this time. Requested add'l info and received the following response on (B)(4) 2010: misfired means the device got stuck during closing the firing trigger. It was difficult to fire. It completed the firing sequence. It was the initial firing. The device was not fired on existing staples. The staples were not formed properly.

Manufacturer narrative:
(B)(4). The analysis results showed that the device arrived in good visual condition and with a reload present. The reload was received fully fired. The device was tested for functionality with a test reload and it fired and formed all the staples as intended. The device fired without any difficulties, the staples were noted to have a proper b-formation and the staple line was complete. A batch record review was performed and no anomalies were found during the manufacturing process.

Event description:
It was reported that during a gastric bypass procedure, on the third firing, the staples did not form on the distal end and the device did not cut completely. Another device was used to complete the procedure. There was no patient consequence.